Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error or excessive no delivery alarm noted. The motor passed motor test. The displacement test functioned properly. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. No stuck in the rewind screen noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, peeling back address label and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they received motor error alarms and a no delivery alarm. The customer's blood glucose was around 500 mg/dl at the time of call. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were unable to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.